Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a defective tip clamp in the reported problem area of the pipettor assembly. The tip clamp was replaced. All other tip clamps were cleaned. The instrument was tested without further problem and returned to service.